Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was having difficulty charging the ipg due to ipg was implanted too deep. The patient underwent a revision procedure wherein the ipg was repositioned and then replaced per physicians request. The patient was doing well postoperatively.